Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, loose connection on a solution bag is a known cause of this type of alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 during an unknown step in peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated that a supply bag came loose by mistake. The technical services representative assisted the patient in clearing the alarm. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.